Manufacturer narrative:
D10. Concomitant products: cs-424, cs-424 sofsilk 0 blk 75cm gs21 x36 (lot d4h2268y); cs-424, cs-424 sofsilk 0 blk 75cm gs21 x36 (lot d4h2268y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open pacemaker implant procedure, three sutures broke in the middle under light tension while tying down leads. To resolve the issue, a suture from another manufacturer was successfully used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e1 (phone number removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.